Event description:
It was reported that this pacemaker exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms on the right atrial (ra) channel. The physician suspected the ra lead was fractured; however, this has not been conclusively determined at this time. The pacemaker remains in service and there were no adverse patient effects reported.